Event description:
Customer reported no delivery alarms that occurred during a bolus four to five times per month. He also reported elevated blood glucose and reported that the blood glucose reading went as high as 400 mg/dl. Customer had the infusion set inserted into the inner thigh as other areas had not worked for him. Customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.